Event description:
It was reported that the 9800 system locked up during a case. The system had to be rebooted and the procedure was completed without further incident. The system also intermittently was unable to save images and had incorrect graphics displayed on the work station. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the right monitor, interconnect cable and fluoro functions pcb. The system operates as intended.